Manufacturer narrative:
The involved device has not been returned from the user facility for evaluation. Therefore, the investigation was based on evaluation of user facility information, retained samples and quality records. Examination of the retained sample confirmed there were no defects or anomalies. Testing of a retained sample confirmed that the balloons did not tear unless excessive force was applied. A review of the device history records confirmed that there were no production related problems for this lot number and 100% leak testing had been passed prior to shipment. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the user facility description of the event is most consistent with damage due to the user applying an excessive pulling force when opening the band prior to use, resulting in the balloon being torn. The labeling does address the potential for an event related to damage of the tr band balloon in the instructions-for-use with the following statement: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band was noted to become damaged as it was being prepared for use. The following information was provided by the user facility: during preparation for use, the velcro closure was noted to have become stuck to the balloon; when the tr band was unfolded the balloon was ripped as it separated from the velcro closure; and the involved tr band was not applied to the patient.